Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief and had difficulty charging the ipg. The patient underwent an ipg explant procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.